Manufacturer narrative:
Section d10: concomitant products equinoxe preserve stem 6mm (cat#: 300-30-06 / serial#: (B)(6). Equinoxe reverse tray adapter plate tray +0 (cat#: 320-10-00 / serial#: (B)(6). Eq rev glenoid plate (cat#: 320-15-01 / serial#: (B)(6). Eq rev locking screw (cat#: 320-15-05 / serial#: (B)(6). Eq reverse torque defining screw kit (cat#: 320-20-00 / serial#: (B)(6). Eq rev compress screw lck cap kit, 4.5 x 22mm (cat#: 320-20-22 / serial#: (B)(6). Eq rev compress screw lck cap kit, 4.5 x 38mm (cat#: 320-20-38 / serial#: (B)(6). 145-deg pe 38mm hum liner +0 (cat#: 320-38-00 / serial#: (B)(6). 3.2mm drill bit sterile (cat#: 321-52-07 / serial#: (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately one year post initial tsa, the 63 y/o male patient had a revision shoulder with explant of implants due to infection. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. The sales rep was unable to obtain x-rays. The devices are not available for evaluation.